Event description:
A surgeon reported a case of flap interface blood, observed induced astigmatism and reduced vision post lasik treatment. Reporter indicated a flap relift and irrigate procedure was performed, all interface blood was removed, and the pt was placed on topical steroid and antibiotic dosage for one week. The reporter indicated pt visual outcome was good with all issues resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).